Manufacturer narrative:
Date rec'd by MFR: 11jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported dim display issue. The manufacturer¿s field service engineer (fse) replaced the liquid crystal display to address the reported problem. Complete performance verification test performed including functional and safety test. Device confirmed to be working correctly with no further issues found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 09 sep 2019. The burnt out cold cathode fluorescent lamp (ccfl) backlight caused the customer's dim display problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display was not bright enough. There was no patient involvement.